Event description:
Additional information received indicates the patient's system was explanted to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient did not recharge their ipg as recommended. As such, the ipg became inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.